Event description:
A CT scan from august 2002 revealed liver disease progression with new lesions in the posterior segment of the right lobe. With evidence of clinical and radiographical progression the pt was placed on hospice. This pt expired in 2002. This death is not related to therasphere treatment; it is due to the disease progression in this pt's liver.